Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported an external line fracture noted during use. PICC noted to have external line fracture during chemotherapy pre meds. Line inserted (B)(6) 2024. Patient still received treatment peripherally so no delay. Patient had to have another PICC line placed. No healthcare workers were exposed to blood or bodily fluids. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The unit was functionally tested by flushing the catheter with water using a 12 ml luer lock syringe. During testing, no leaks were observed. The catheter was microscopically inspected and four kink locations were observed. However, none of the kink locations exhibited damage which penetrated the catheter wall. No other damage was observed on the catheter. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. Based on the available evidence, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported an external line fracture noted during use. PICC noted to have external line fracture during chemotherapy pre meds. Line inserted (B)(6) 2024. Patient still received treatment peripherally so no delay. Patient had to have another PICC line placed. No healthcare workers were exposed to blood or bodily fluids. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported an external line fracture noted during use. PICC noted to have external line fracture during chemotherapy pre meds. Line inserted 24.04.2024. Patient still received treatment peripherally so no delay. Patient had to have another PICC line placed. No healthcare workers were exposed to blood or bodily fluids. No other information provided. Information was received and file were updated for this event as part of a focus survey. The following detail were provided: PICC was placed (B)(6) 2024, removed (B)(6) 2024, inserted to basilic vein, exit marking 8cm, secured with securacath, total catheter length 53cm. PICC was used for oncology treatment. No known occlusions. External leakage detected after 36 days of usage. There are no xrays available for this event. Catheter site was cleaned with chloraprep (3ml - 2% chg in 70% ipa). Additional comments: catheter to vein ratio 9% completed 4 cycles of chemotherapy. Onco vat only